Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent an air leak test (2 bar) and a leak was observed at the level of the effluent post pump line due to incorrect gluing. The reported condition was verified. The cause of the condition was due to lack of solvent applied during an unspecified step in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from the effluent line of a prismaflex st150 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.